Event description:
The user facility biomed department reported that the automated impella controller (aic) had a battery failure. The aic was exchanged.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) red alarm issue has been completed. The aic was returned for evaluation. The battery failure alarm issue was able to be reproduced. The lcd charge level indicator on battery 1 was malfunctioning, which was determined to be caused by battery internal cell imbalance. Logs were reviewed and also confirmed the battery failure on the console. Therefore, the root cause of this issue was battery internal cell imbalance. H.3 revised as previously entered incorrectly.